Event description:
It was reported that medfusion pump alarmed motor error. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal and the right plunger case was cracked. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced stepper motor. Replaced worm coupling and gear as preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating there was no patient incident.